Event description:
This serious unsolicited device case received from united states on (B)(6) 2013 from physician's assistant via a sales rep and add'l info was received on (B)(6) 2013, both were processed in a single report with a significant clock start date of (B)(6) /2013. The case involves a (B)(6) male pt who experienced excruciating pain in the entire right leg and right knee effusion after receiving treatment with synvisc one. Relevant medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2013, the pt received treatment with synvisc one injection at a dose of 6 ml once (route: unk, batch/lot: q1312 and expiration date: 03/31/2016) into right knee for an unk indication. Few days later, on unspecified dates in (B)(6) 2013, the pt experienced excruciating pain in the entire right leg and developed right knee effusion. On (B)(6) 2013, the pt returned to the physician's office and stated that some of the pain had resolved but was still very painful. It was reported that there was no swelling and right knee was aspirated (amount of fluid aspirated was unk). The pt was expected to return for f/u. Corrective treatment: on unspecified dates in (B)(6) 2013, the pt was given ketorolac tromethamine (toradol) and triamcinolone acetonide (kenalog). Outcome for both the events: unk. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot #q1312, with expiration date 03/2016 was received. The investigation showed that the product met specs. No associated non-conformances were noted. Based on the lot # batch record review and lot # frequency analysis for lot #q1312, no CAPA is required.

Manufacturer narrative:
Pharmacovigilance comment: sanofi company comment dated (B)(4) 2013: in this case, male pt developed right leg pain after receiving treatment with synvisc one for an unk indication. The role of synvisc one cannot be excluded for the event due to temporal and anatomical proximity; however, info regarding pt's underlying condition and its potential progression has been requested for better medical eval of the case.